Event description:
Status post tha 18 months prior, patient had pain, pseudotumor, and elevated cobalt levels. Pre op diagnosis was trunnion corrosion with a 36 +10 lfit v40 head. Upon revision of the head and liner the trunnion and head showed mild corrosion. Stem was retained. Liner and head were replaced with a 32 d eccentric liner, v40 to c-taper adapter sleeve, and a 32mm +5 c-taper ceramic head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.